Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device from which water invaded the scope connector, which led to an abnormality of electronic parts. As a result, the suggested event occurred temporarily. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of error message displayed was confirmed. The scope had no image and error 315 code display due to fluid invasion at the scope connector and body control unit (bcu). After aeration the image was distorted. Additionally, the following findings were also identified, and are as follows: the insertion tube had several scratches, buckled, failed the ring guage, and had several dents. The bending section cover (a-rubber) had chipping, lifting, and scratches. The objective lens had cracks in the glue. The passageway in the forceps channel was restricted. The brush passage was restricted. The bending section failed the e-continuity test between between 100 to 200 ohms. The charged cabled device (ccd) shrink tube was split. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced an error message displayed with the error code e315. The event occurred during preparation for use. Ther was no patient involvement therefore, there was no patient or user harm associated with the event.